Event description:
The davinci robot was in the docked position with the prograsp forceps already inside and set. The physician was trying to control the instrument but the instrument would not work/articulate. The physician assistant was on the sterile field assisting when she noticed on the robotic system screen that the wire on the instrument was loose. This instrument was removed from the robot arm and replaced with new prograsp forceps. The procedure was completed without harm to patient. Upon inspection, noticed that the wire is indeed loose already.